Event description:
Report received from abbott which states, "IV tubing was in use for an (undetermined) amount of time for antibiotic therapy. The rate was set at 125cc/hr before the tubing disconnected from the filter (closest to the IV bag). This occurred in a home care setting in a rural area. It took some time for nurse to go on site. The pt did not receive the complete antibiotic dose. The nurse assessed the pt's venous access and set up a new line.